Event description:
It was reported that the catheters balloon was found detached when pulled out of pt's vessel. Surgical intervention was taken to extract balloon, however, was unsuccesful in extracting balloon. Pt was reported to be ok at this time.